Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. No patient symptoms were reported. The device was explanted and replaced on (B)(6) 2015 without complication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found a false eri trip that occurred due to a transient low battery voltage. The device was extensively tested and found to have exceeded normal longevity.